Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had post-reset ram crc alarm as well as software error detected alarm three times as well as multiple battery failed alerts. The customer blood glucose level was 7.3 mmol/l. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Customer¿s father states the post-reset ram crc alarm occurred immediately after a battery change. Customer¿s father states the contacts were not missing, damaged, or corroded. Customer¿s father states neither compartment nor spring were damaged or corroded. The device will be returned for analysis.

Manufacturer narrative:
Software error detected confirmed in downloaded pump history due to software error. Failed battery test and post-reset alarm not found during testing. Device passed the displacement test, sleep current test, active current test and the self test.